Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was into the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it did not meet release criteria. The physician then fully recaptured the closure device. While recapturing the device the access system became kinked. The procedure was ended and no closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned for analysis. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed kinks in the sheath 15.5cm and 32.5cm distal of the strain relief, and kinks 15cm and 38cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was into the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it did not meet release criteria. The physician then fully recaptured the closure device. While recapturing the device the access system became kinked. The procedure was ended and no closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred.